Event description:
It was reported that one day post implant the lead was shown to be dislodged on an x-ray. The lead will be revised and the lead remains is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.